Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported deflation issue (failure) and difficult to remove cannot be determined. It should be noted that the ultra rapid exchange (rx) coronary stent system (css), international, instructions for use, (IFU) clearly states not to exceed the rbp as indicated on the product label. It is unknown if the exceeded rated burst pressure contributed to the reported event. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion located in the proximal right coronary artery. Pre-dilatation was performed with a non-abbott balloon catheter. A 5.0 x 18 mm ultra stent was advanced and inflated to 18 atmospheres. After stent placement, the balloon could not deflate. Attempts were made to puncture the balloon with multiple guide wires and to inflate the balloon at a higher atmosphere to make the balloon burst, but nothing worked. The stent system and the non-specified guide wire were removed as a single unit. There were no adverse patient effects. No additional information was provided